Event description:
It was reported that the patient underwent a revision to remove the artificial cervical disc at c5-c6 and replace with an anterior cervical plate and interbody device at the explanted level and adjacent level. Reason for the surgery was the patient still had neck pain.

Manufacturer narrative:
Visual and optical examination of implant reveals light surface scratches, consistent with explant. Dimensional evaluation of spherical feature height (5mm +/-0.1), overall height (6mm +/-0.1), and overall width (17.8 +/-0.2) were all found to be within sprint specification. Witness marks consistent with typical implant usage noted on interfacing surfaces of intervertebral portions of implant assembly. No material or functional defect identified with respect to the implant. Visual and optical examination of bone screws did not identify crack, fracture, breakage, or excessive wear. Dimensional inspection of overall length (oal) and major diameter found all bone screws to be within print specification. Unable to identify material or functional defect with respect to the implant. After visual, optical, and dimensional evaluation, the implant appears to function as intended.

Manufacturer narrative:
(B)(4): evaluation of the device is in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.